Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented to the clinic for normal follow-up. Crosstalk, high capture, decreased in-range sensing and (B)(4) were observed. Increasing atrial pulse width, decreasing atrial amplitude and considering a cxr for lead integrity was discussed. The device remains implanted.